Event description:
During treatment of arteriovenous fistula (avf) with onyx, the patient experienced an anaphylactic shock. After two minutes of resuscitation, the heart ran again and the patient was sent to ICU for management of the complication that followed this event.